Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver 2 endeavor sprint drug-eluting stents to a calcified lesion in the lad but the devices could not pass the lesion. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have stubbed during advancement. A number of struts on the 7th proximal segment were raised and pulled distally. The remaining segments were intact.